Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latina female patient underwent a breast augmentation revision with a 650cc mentor memorygel breast implant (right) and a 600cc mentor memorygel breast implant (left) experienced bilateral grade IV capsular contracture postoperatively. The diagnosis of right-sided capsular contracture was confirmed by a physician upon examination on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3505800bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2020. During the revision surgery, bilateral grade 4 capsular contracture was noted by the patient¿s surgeon. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 30-dec-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).